Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was unable to troubleshoot at time of call because she already change set. The customer was advised that we will send replacement sets.